Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred on the third day of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: july 20, 2015- july 21, 2015. Additional information: device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.